Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The device image was reviewed and the reset was found to have been caused by a bad write. The device was tested on the bench, and no anomaly was found. The cause of the bad write could not be determined.

Event description:
It was reported that device was found to be in back up vvi mode while still in box. The device was not used.